Event description:
In (B)(6) 1998 (day unknown) an aus device was implanted. On (B)(6) 2010, the entire device was removed and replaced; the reason was not indicated. No patient complications were reported. Ams requested additional information.

Manufacturer narrative:
Additional catalog numbers: balloon, 72400024; pump, 72400098. Additional serial numbers: balloon, (B)(4); pump, (B)(4). Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.